Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump died while the customer was sleeping. The customer's blood glucose was 16.7 mmol/l at the time of incident. The customer was treated with insulin pump for blood glucose values. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.